Manufacturer narrative:
The complaint device was checked for leak. Replaced o-rings. Based on the information currently available, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a coolsculpting unit is leaking coolant from the bottom. There was no patient or provider safety impact.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report that a coolsculpting unit is leaking coolant from the bottom. There was no patient or provider safety impact.